Manufacturer narrative:
B4:(B)(6)2021. The field service engineer replaced the front bezel to resolve the issue. The unit was tested and it was returned to service.

Manufacturer narrative:
The front bezel assembly was returned for failure investigation. Visual inspection of the returned front bezel assembly revealed evidence of damage. Accept button was missing when it fell off as reported. The returned rp-bezel, front, english assembly was tested, and no failures were identified.

Event description:
The customer reported that the accept button is not present on the nav ring, after it fell off, and he would like it replaced. There was no patient involvement.